Event description:
It was reported that the patient expired after an implant duration of one month, due to unknown reasons. It was additionally reported that second device, model #2900, was implanted, which is not reportable to the FDA. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.